Event description:
A leveen needle electrode was being used for a therapeutic ablation. During the procedure, the coating of the needle peeled off two centimeters from the distal end of the electrode. The physician changed the needle and continued with the ablation. He noticed the needle was heated after several ablations, but continued the procedure. After the procedure, physician noticed a two centimeter size third degree burn on the pt at the puncture point.